Manufacturer narrative:
Conclusion: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted in 2010 and has not been received for investigation. This is a final report.

Event description:
Information was received that the user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of 2010, the user started to experience a constant hum and his speech intelligibility dropped. The hearing perception was completely gone in spring 2010. It was decided to proceed with reimplantation. The current location of the explanted device is unknown.